Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample tested in a 13x75 mm secondary tube. The initial result was 0.424 mui/ml and was reported outside the laboratory. The physician asked the laboratory to confirm the result and on (B)(6) 2015, the result was 607.1 mui/ml. The repeat result was consistent with the patient´s profile of treatment for fertilization. There was no adverse event. The reagent lot number was 180039. The expiration date was requested, but was not provided. The field service representative identified pre-analytical issues at the site with sample mixing and centrifugation parameters such as time and speed that were not within specifications. He also found the pinch tubes were expired. The customer was instructed to exchange them according the specifications. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes include the use of an incorrect secondary tube or improper pre-analytical conditions.

Manufacturer narrative:
This event occurred in (B)(6).